Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated

Event description:
(B)(6) year-old female patient with cardiomyopathy implanted with impella cp for support during advanced option work up. After 12 days of support (off-label use), the purge sidearm was cracked during patient ambulation. Coincidentally, the pump was planned to be explanted that day, and the pump was removed. Impella to be coded to no patient consequence. During impella cp support, it was noted that the purge sidearm cracked during patient ambulation on day 12 of support. The impella was due to be explanted the same day that the sidearm crack was reported, and it was successfully removed. The impella cp was used beyond the intended duration (off-label use) and no additional failure modes reported for this impella. There were no adverse effects to the patient due to the sidearm damage.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. During impella cp support, it was noted that the purge sidearm cracked during patient ambulation on day 12 of support. The impella was due to be explanted the same day that the sidearm crack was reported, and it was successfully removed. The impella cp was used beyond the intended duration (off-label use) and no additional failure modes reported for this impella. There were no adverse effects to the patient due to the sidearm damage.